Event description:
Customer reported a no delivery alarm on her insulin pump. Customer's blood glucose is 409 mg/dl. Customer's blood glucose is high due to medication customer is taking. The alarm was resolved with a complete set change. Customer is returning the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).